Event description:
On 12/4/00, the faciltiy's rn/qa coordinator faxed the MFR medwatch report that states the following: pt underwent placement of device, for treatment of metastatic cancer. The device developed a leak and was removed. This appears to be the second device same pt (ref MDR# 1056436-2000-00022) for first device incident. No further details were provided.